Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, malfunction alarms occurred. Customer's blood glucose level ranged from 208-436 (mg/dl). Reportedly, the customer will continue to use the pump for insulin therapy, and if needed, had manual injections for alternate insulin therapy.